Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the distal body broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the u/d and the r/l pulley wires worn out, the brand plate worn out, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.